Event description:
The patient complained of having hot flashes and stated the pump ¿was not working¿. The patient stated, the pump was flipping in their stomach. A flipped pump was suspected but not confirmed. They stated they did not feel like the pump was working. They had pain. The medication infused was dilaudid. A critical, unknown alarm was reported. The patient required hospitalization. The patient decided that they were not going to go to their follow up appointment to have their pump filled. The patient ended up with an empty pump and in morphine withdrawal. Flu like symptoms and overdose symptoms were specified. The patient went to the hospital on (B)(6) 2013. They were heading to the office on (B)(6) 2013 to refill the pump. The patient¿s status at the time of the report was alive with no injury. The medication infused was morphine. A representative later reported that morphine was in the pump. They further stated, the patient decided not to go to their refill date and their pump ran dry. The patient went back to their managing physician and had their pump refilled on (B)(6) 2013. The patient was a lot better as of (B)(6) 2013.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).